Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were three separate instances that the patient received shock(s) for ventricular tachycardia (vt)/ventricular fibrillation (vf) episodes, and each episode occurred during the device's capture management testing. The clinician expressed their concern that the device feature may be putting the patient into vt. The physician chose to turn off the capture management feature, and no further episodes have occurred. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.